Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose readings and a motor error alarm from the insulin pump. The customer stated that she changed the reservoir and her blood glucose was high before supper. The customer stated that she was admitted to the emergency room for low blood sugar and afraid the pump was not functioning properly.